Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 19, 2021. Device evaluation summary: according to the information provided, the customer reported a rupture on the sm mpp gel 475cc breast implant before the surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the posterior aspect of the sm mpp gel 475cc breast implant, measuring approximately 0.3cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 23, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 475cc mentor memorygel breast implant experienced a rupture pre operatively. The hcp opened the implant and noticed it had a hole in it. The surgery was delayed for 1.5 hours due to damaged product. No adverse event was reported.